Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to clean the battery contact cap with cotton swab and isopropyl alcohol. The customer was advised to insert a new aaa alkaline battery. The customer stated the display did not return. The customer was advised to leave battery out of the pump for 2 hours. The customer was advised to monitor their blood glucose and revert to back up plan if needed. The customer was advised to call back if display does not return after two hours.

Manufacturer narrative:
The pump was received with a blank display anomaly due to a corroded electronic assembly. The motor and battery tube assemblies were found corroded. The pump failed the leak test. The pump leaked at a crack on the back of the case. Unable to perform functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the blank display. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with minor scratches on the lcd window, case and keypad overlay.